Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm was cleared. The device was not exposed to high magnetic field. Customer was unable to fill tubing manually. Customer was advised to do a set change, deliver insulin, and device alarmed again. Insulin was not cloudy nor expired. Alarm has occurred once in the last month. No other alarms noted. Customer's blood glucose was unknown. No further information reported.